Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2009 and mesh was used. The patient experienced a recurrent hernia and underwent reoperation on an unknown date. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) - it was reported that the patient experienced the hernia recurrence in (B)(6) 2010 and underwent ultrasound on (B)(6) 2010. The patient underwent reoperation for the hernia recurrence on (B)(6) 2010.